Event description:
The hospital reported an error during pre-use checkout resulting in inability to switch ventilation modes as expected. No patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The microswitch was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).